Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date; (B)(4). Upon completion of the investigation it was noted that the device history record of product code 91-4200, lot crcdhh; serial number (B)(4) was reviewed and confirmed that the product conformed to the specifications when released on april 8th, 2014. It was not possible to extract the data from the pump. As the communication with the control unit and with the cu simulator was failed. Visual inspection. The pump was returned as follows: 4 suture loops. Approx. 6 punctures were observed on the filling septum. Approx. 2 holes observed on the bolus septum. The antenna cover was in good conditions, no irregularities were perceived. The pump was returned with 9ml of liquid in the reservoir. The medstream pump was steam sterilized. Another pump interrogation was performed and again the communication was failed. Valve analysis investigation: 16h at 37°c: the programmed flow rate was unknown as it was not possible to communicate with the pump. The flow rate calculated with the measured values was 0 ml/day. The pump failed the valve cycle analysis test. Pump drying: 72 hour into the vacuum. It was decided together with the r&d team to perform an additional test in order to dry the pump as much as possible. The pump was placed inside a vacuum apparatus during 72h. After this, a pump interrogation was performed with the cu simulator, but the communication failed once again. The top cover of the pump was carefully removed in order to avoid the detachment of small titanium chips from the cover during machining. A visual observation under binocular: some spots were perceived near to the red wire. Also, white crystals could be observed. It is suspected that the write crystals are traces of drug. To find the source of these drug traces in the electronic chamber, the piezo was removed: a small hole was observed in the middle, where the piezo contacts the membrane. This seems to indicate that the drug crystals observed in the electronic chamber come through the membrane. To control if the membrane was permeable, distilled water was injected from the pump outlet into the pump. This yields to a clear appearance of a water drop in the middle of the membrane. This confirms that there is a crack in the membrane that allows the drug to leak into the electronic chamber. In addition to this, there are 6 complaints investigated because of the same problem, thus this is the 7th occurrence for this defect. For this reason, additional investigation was performed: a deep review of the manufacturing records of the 7 pumps was performed and did not identify a common manufacturing lot, component or cause of the ti-membrane breakage. The components that could cause the crack in the membrane were visually inspected by r&d team and no anomaly was noted. The manufacturing process cannot be investigated as the medstream pump is not anymore manufactured since 2014. The defect reported by the customer, ¿impossible to communicate with the pump¿ was confirmed. The root cause of the problem reported by the customer is a crack in the titanium membrane located under the piezoelectric actuator. This crack breaks the titanium membrane and allows the drug to leak from the fluidic path into the electronic chamber. The functionality of the pump was affected due to the contact of the electronic chamber with the drug, explaining the communication problem. However it was not possible to identify the root cause of the ti-membrane breakage based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The baclofeniat patient came into the hospital for standard pump-refill but with signs of underdose. The interrogation with the pump failed although using different control unit. The patient told us that she was fallen to the floor approx. 6 weeks ago and after this event she felt a increasing spasticity.